Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported that cutomer ignored an alarm and then received a motor error alarm. Customer's blood glucose was 450 mg/dl and treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Caller was advised that since insulin pump passed displacement test and manual prime, to monitor insulin pump.